Event description:
It was reported that during a laparoscopic wedge resection the linear cutter fired stapler that were not formed properly. Bleeding appeared from the middle of the staple line of the pulmonary vessel. The surgeon made a mini thoracotomy and put over stitches to litigate the vessels.